Event description:
According to the reporter, postoperatively of a laparoscopic gastric malignant tumor surgery, the patient's general condition was good after surgery and the adverse event was not device related. After the patient moved, the abdominal drainage drained bloody fluid, and the amount of drainage fluid increased significantly. The hemoglobin of the blood routine examination continued to decrease. Also, the abdominal CT scan showed peritoneal hemorrhage, and delayed abdominal hemorrhage was considered. It was also reported that the laparoscopic peritoneal hemorrhage removal was performed under general anesthesia from (B)(6) 2024 19:35 to (B)(6) 2024: 40; abdominal hemostasis after recent laparotomy. During the procedure, blood clots and free blood accumulation were found in the abdominal and pelvic cavities, with a total amount of about 500ml. The blood clots were mainly located in the left upper abdomen and pelvic cavity, and dark red blood and a small amount of blood clots were seen around the spleen. The mesangial tear was seen at the wound edge of the mesangial fissure suture, with local blood oozing and obvious tissue edema.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.